Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead caused cardiac perforation during the implant procedure. The patient required hospitalization as a result of this event. The lead remains in use. No further patient complications have been reported as a result of this event.